Event description:
Device 1 of 4. Reference MFR report: 1627487-2015-15212. Reference MFR report: 1627487-2015-15213. Reference MFR report: 1627487-2015-15244. Follow-up information indicated x-rays were taken and did not reveal any anomalies with the leads. Surgical intervention was undertaken on (B)(6) 2015 and the physician was unable to determine if the cause of the shocking was due to the ipg or extensions and opted to explant and replace both the extensions and the ipg. The patient reported effective stimulation coverage postoperative. Due to the follow-up information the ipg is being added as device 4 in this series.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 . Reference MFR report: 1627487-2015-15212 , reference MFR report: 1627487-2015-15213 , reference MFR report: 1627487-2015-15244 .

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15212. Reference MFR report: 1627487-2015-15213. The patient is implanted with 2 extensions (from the same lot) as part of his peripheral nerve stimulation (pns) system. The patient also has 2 leads implanted in his occipital region as part of his pns system. It was reported, the patient is unable to feel stimulation and experiences severe overstimulation when he turns his head with stimulation on. The patient experiences the overstimulation between the base of his skull and 10 degrees down. Diagnostics indicates impedance readings within normal limits. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.